Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was above 400 mg/d. Technical support provided instructions to reset the pump, which the customer successfully did, and the malfunction did not recur.